Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field, the associated device logs and a provided image. One image was received for evaluation. The image depicted an error message regarding the surgeon console displayed on the operating room team interactive (orti) screen of the tower. The error message stated, "warning: surgeon console communication lost. Check data cable or restart console using red ac power switch. Touch dismiss to acknowledge.". Review of the field service notes for the surgeon console indicated an error code for 'linked to console surgeon master controller c ommunication fail' was observed. This error can occur if the tower is too busy booting. The error message can be dismissed. The issue was resolved by discarding the error. Evaluation of the logs indicated a brief loss of communication between the surgeon master controller and the main system computer, lasting approximately one second. This was reflected by an error code for 'surgeon console recoverable error - surgeon master controller communication loss' and 'surgeon master controller: communication loss detected'. This was followed by 'surgeon master controller: communication loss repaired', indicating automatic restoration of the communication. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a known communication error issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after booting, the surgeon console (sc) had a recoverable communication error. The error was discarded, and the team continued with the setup. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Evaluation of the field service notes indicates that preliminary review of the logs noted an error code ¿console smc (surgeon master controller) comm fail¿ was observed. This is a dismissible error and the error was discarded to continue to procedure. Evaluation of the device data indicates no issues were registered for the surgeon console. Review of the provided image notes it shows an error message about the sc on the operating room team interactive (orti) screen of the tower and the error message reads: "warning: surgeon console communication lost. Check data cable or restart console using red ac power switch. Touch dismiss to acknowledge.". Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after booting, the surgeon console (sc) had a recoverable communication error. The error was discarded, and the team continued with the setup. There was no patient involvement.